Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
While servicing a flogard infusion pump, a baxter field service engineer found the device with physical damage on the pump 1 head door; this condition had the potential to interrupt delivery. This condition was found during the initial evaluation. There were no reports of patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the hinges and latch area of the pump head door. To correct the condition, the pump head door was replaced. If any additional information is received, a follow up MDR will be sent.